Event description:
The facility biomedical engineer reported a system message displayed. The surgeon was going to start the lensectomy when the system displayed the system message. The surgeon aborted the case and closed the eye. The surgery was completed in 2009, with the lens replaced. The surgeon examined the patient after the second surgery and the patient was seeing 20/40. The surgeon stated the patient outcome was pretty good.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message. The power supply and cables were replaced. The system was then tested and met all product specifications. The parts have been received and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessarywhen additional reportable information becomes available. This report was mailed to FDA on: 09/25/2009.